Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to lack of sensing. The rv lead measurements were performed at several locations within the ventricle using the pacing system analyzer (psa) however no measurements could be obtained. The red and black psa cords were replaced in an attempt to resolve the issue however the same issue was observed. It was noted that since this patients health was unstable, the procedure needed to be completed quickly so the physician opted to implant a different lead. The newly implanted lead successfully sensed with the psa and the case was successfully completed. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected to be returned. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to lack of sensing. The rv lead measurements were performed at several locations within the ventricle using the pacing system analyzer (psa) however no measurements could be obtained. The red and black psa cords were replaced in an attempt to resolve the issue however the same issue was observed. It was noted that since this patients health was unstable, the procedure needed to be completed quickly so the physician opted to implant a different lead. The newly implanted lead successfully sensed with the psa and the case was successfully completed. No adverse patient effects were reported.